Manufacturer narrative:
Investigation summary: this complaint is for discrepant mic results for multiple drugs when using phoenix panel nmic-306 (449292) batch number 0350380. The customer did not provide any product samples, isolates, or lab reports for investigation. To investigate, a total of four (4) retention panels from the complaint batch were tested using qc isolates of klebsiella pneumoniae (a700603), escherichia coli (a25922), escherichia coli (a35218), and pseudomonas aeruginosa (a27853). One (1) panel was tested per qc isolate using a phoenix m50 instrument. During investigation, all panels yielded satisfactory mic results for all the drugs on the panel, per the package insert. Since all results during investigation were satisfactory the complaint is not confirmed. It is to be noted that a field applications specialist visited the site to investigate the customer's ap instrument. It was noted that the ap tubing was installed incorrectly. Decontamination and a reagent change was also performed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed two (2) additional complaints on the complaint batch, which are related to this complaint as it was reported by the same customer with different awareness dates. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using bd panel phoenix nmic-306 there was increased resistance with ertapenem. There was no report of patient impact. The following information was provided by the initial reporter: customer reports additional instances with new lot number of panels of ertapenem resistance. Customer has advised they do not have lot number available. Issue was resolved with field apps visit for decon and reagent change of their ap. Ap tubing is installed incorrectly (going behind arm rather than underneath arm).

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while using bd panel phoenix nmic-306 there was increased resistance with ertapenem. There was no report of patient impact. The following information was provided by the initial reporter: customer reports additional instances with new lot number of panels of ertapenem resistance. Customer has advised they do not have lot number available. Issue was resolved with field apps visit for decon and reagent change of their ap. Ap tubing is installed incorrectly (going behind arm rather than underneath arm).